Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the magnetic field range is less than the normal range. The failure was not resolved on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was clarified that bad tracking view means the magnetic field range is less than the normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a bad tracking view with the flat emitter. No patient.